Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set fell off events during use on (B)(6) 2024. The infusion set was in use for 1-2 day. The blood glucose level during the event was reported 200 mg/dl patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-12827 - device 5 of 5.